Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 60-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. An angiogram revealed that there was an occlusion in the left anterior descending in the prox-mid portion. Penumbra was used for several passes. A drug-eluting stent was placed prox-mid lad. Thrombolysis in myocardial infarction 3 flow established. Patient was sent to unit for further unloading per protocol.